Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by a company representative that during review programming history a faulted diagnostic was found. The faulted diagnostic led to unintended patient settings which were corrected at the following visit. No patient adverse events were reported due to the unintended settings.